Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a dialysis catheter. The customer stated that the plasmapheresis catheter was removed by the resident with no complications noted. The pt became bradycardic and then arrested following a respiratory eval for vital capacity, about fifteen mins post catheter removal. The pts heart rate was re-established, an echo revealed air bubbles in the left atrium. The pt subsequently expired two days later.